Event description:
It was reported the pt had pain at the ipg site due to her size and the location of the device. The pt reported the scs system was explanted about 2 years ago. The exact date of the explant was unk.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.